Event description:
A distributor in california reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) representative that the tubing of two bc191-05 infant nasal tubing were found damaged during use. It was further reported that the patient desaturated on these two occasions, and the complaint tubing were replaced in both times. There were no further patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subjected two bc191 infant nasal tubing. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand, and it was visually inspected. Results: visual inspection of the return device revealed that the tubing is torn. The tube is torn near the circuit connector between the 4th and 7th spiral where it is screwed into the tubing. Conclusion: we are unable to determine the cause of the reported failure. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor in california reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) representative that the tubing of two bc191-05 infant nasal tubing were found damaged during use. It was further reported that the patient desaturated on these two occasions, and the complaint tubing were replaced in both times. There were no further patient consequences.